Event description:
The customer reported that for an ECG recording taken, a previous ECG recording from a different patient taken the previous week was displayed as part of the current ECG. The clinicians took a second ECG, and the cardiograph began working correctly where the ECG taken was the correct one for that patient.

Manufacturer narrative:
The customer reported that for an ECG recording taken on monday, a previous ECG recording from a different patient taken the previous week was displayed as part of the current ECG. The clinicians took a second ECG, and the cardiograph began working correctly where the ECG taken was the correct one for that patient. The factory has not yet rec'd the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.